Event description:
The patient was seen at the implant center for device evaluation in 02/01. Testing conducted at the center demonstrated their system was no longer functioning. Revision surgery has been scheduled for 03/01 and the pt will be reimplanted with another clarion device.